Manufacturer narrative:
The initial MDR contained the incorrect part number. It has been detemined, the explanted product was unknown and may not have been a smith & nephew, inc. Product.

Event description:
It was reported revision surgery was performed due to instability. During the surgery a peg would not seat, a back up device was used to complete the surgery.